Event description:
It was reported that the patient had no external power alarms on their system controller, so they decided to exchange their own controller at home. The log files showed the patient last used their mobile power unit (mpu) but the driveline had already been disconnected. It was unable to be determined if there was actually no external power.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter postal office or zip code: (B)(6).

Manufacturer narrative:
B5: additional information. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported on 12jun2024 that following the system controller exchange no further complaints were reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days ((B)(6) 2024, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set. The driveline was not connected for the duration of the log files. The controller was disconnected from power on (B)(6) 2024 at 10:42:02. The controller was shut down on (B)(6) 2024 at 18:35:11. The onset of the no external power alarms were not captured in the log file. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 26 apr 2024 stated that it was unknown if the ac power cord came loose from the wall or the back of the unit. There were no power outages at the home. The mpu was not exchanged. No products will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.